Manufacturer narrative:
H10 - no product samples, videos, or photographs were returned for investigation. No device history review (DHR) was conducted because no lot number(s) was/were identified. A probable cause cannot be identified based on the information that has been provided. Additional information can be found in section d10.

Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
The event involved a spinning spiros® closed male luer, red cap that leaked while connected to an infusion of 5fu via a cadd pump. The device was in use for an hour. There was patient involvement, and although a delay in therapy was reported, there was no adverse event.